Event description:
It was reported that a spectrum pump displayed system error 105 during therapy in the med surgical care area (medication, programmed amount and delivery rate unk). It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed the system error 105. The reported symptom was observed during power up and caused by a failed motor flex. The failed motor assembly was replaced.